Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was received without original package of the lot number 23kr08077. The complaint product sample was disinfected. As the complaint product sample was being disinfected and prepared for analysis, it was not found a leak on the cassette tubing or in the cassette film. The complaint product sample was visually inspected according to bill of materials (bom) 050-87216, during the visual inspection it was not found any problems, no damages in the lines nor the cassette were observed. The cassette set was in the expected condition. The complaint product sample was tested in the cycler. No air bubbles, leaks or other issues were detected, after completed the tests the cassettes were removed from cycler and no moisture was found. The test was completed successfully. After further inspection, no other problems were found. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed due to the received complaint product sample does not show any problems.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid under the cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of 3 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The location and cause of the leak is unknown. The patient also received an iq drive not detected message during power up. The patient pressed ok to continue since iq drive not being used. The patient was advised to re-setup the cycler with new supplies for the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event. The pdrn stated the patient did not report where the leak came from. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler and new supplies. The pdrn could not confirm if the patient was continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation. Upon further follow up, the pdrn confirmed that the patient has a sample and requested next steps. The pdrn was informed that the patient should receive an envelope with instructions for returning the cassette. A sample kit was shipped to the patient for the cassette to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid under the cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of 3 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The location and cause of the leak is unknown. The patient also received an iq drive not detected message during power up. The patient pressed ok to continue since iq drive not being used. The patient was advised to re-setup the cycler with new supplies for the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event. The pdrn stated the patient did not report where the leak came from. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler and new supplies. The pdrn could not confirm if the patient was continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: b5, d9, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid under the cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of 3 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The location and cause of the leak is unknown. The patient also received an iq drive not detected message during power up. The patient pressed ok to continue since iq drive not being used. The patient was advised to re-setup the cycler with new supplies for the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event. The pdrn stated the patient did not report where the leak came from. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler and new supplies. The pdrn could not confirm if the patient was continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation. Upon further follow up, the pdrn confirmed that the patient has a sample and requested next steps. The pdrn was informed that the patient should receive an envelope with instructions for returning the cassette. A sample kit was shipped to the patient for the cassette to be returned for analysis.